Event description:
Sales rep reported revision surgery. Patient has been revised to address pain due to the cup being only fibrously ingrown. During surgery, the cup came out easily.

Manufacturer narrative:
Additional narrative: depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Update rec'd 10/9/14 - ppd received. Dob provided. There is no new additional information that would affect the investigation. The complaint was updated on: 11/3/14.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Event description:
Update rec'd 12/17/2014 - plaintiff's preliminary disclosure form was received, which identified doi information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. The complaint was updated on: 1/14/15.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref wwcapa (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.(B)(4). Depuy still considers this investigation closed.

Event description:
Update rec'd 08/05/2014- litigation papers received. Litigation alleges discomfort, elevated metal ions, disability, and loss of range of motion. There is no new additional information that would affect the investigation. The complaint was updated on: 08/19/2014.